Event description:
It was reported that during a patient transfer the device stopped ventilation and rebooted into a 'non-user' mode. The user was unable to restart the ventilation. Beyond temporary distress no patient consequences have been reported.

Manufacturer narrative:
The investigation was based on the log files and the device evaluation of the draeger service technician. The log entries confirmed the reported problem. On (B)(6) 2015 at 13:26 the device detected a problem with the input device for oxygen concentration. This malfunction leads to a ventilation stop and is accompanied by a visual and acoustical alarm. After the user acknowledged the alarm 15 seconds later by pressing the "alarm reset" key the device switched to the customer service menu (the reported 'non-user' mode) which is the specified behaviour in this situation. During the device analysis the root cause for this malfunction was found to be a damaged front panel. The damage indicates that the device was dropped previous to the incident. After the repair the device passed the test against manufacturer specification and can be used again. The device reacted as specified to a technical malfunction by posting a visual and acoustical alarm. The malfunction was caused by a drop damage.